Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, the specific bg value was unable to be provided. The cause of the low bg level was unknown, but it was reported that the low bg level occurred after the customer used the pump and manual injections to bolus. Additionally, it was reported that the customer received multiple occlusion alarms. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed. At the time of the call, the customer reported a bg level of 385 mg/dl. Customer addressed high bg level with manual injections.

Event description:
It was reported that multiple occlusion alarms occurred. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed. At the time of the call, the customer reported an impacted blood glucose (bg) level of 385 mg/dl. Customer addressed high bg level with manual injections while still using the pump. The customer then experienced a low bg level of 45 mg/dl. Customer suspended insulin and treated low bg level by consuming sugar. Tandem technical support advised for the customer to consult with a health care provider regarding low bg levels; customer acknowledged.